Event description:
The device was returned for investigation. During the evaluation of the device, the pca burned was observed and sieve canisters are worn out, and the inlet filter was need to replace due to preventive maintenance. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur.